Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose (bg) level was 550 mg/dl. A correction bolus was delivered to address bg level. The customer reloaded the cartridge to resolve the issue.